Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self- test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No low battery alarm, rewind anomaly or grinding sound anomaly noted. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a grinding noise during rewind. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.